Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedances in the right ventricular (rv) channel with approximate values of 2026 ohms. This crt-d remains in service. No adverse patient effects were reported.